Event description:
It was reported that the ventilator generated a low oxygen concentration alarm when it was connected to a pt. There was no pt harm. (B)(4).

Manufacturer narrative:
The ventilator logs were received for evaluation. No parts were replaced. The evaluation of the logs showed that the last successful pre-use checks were performed 10 days before the date of the event. The first pre-use checks, four days after the event, was also successful. There are no technical error codes during the date of the event. The logs show the generated alarms, the mode of ventilation, parameter settings, and set alarm limits, confirmed the generation of the reported low o2 concentration alarms on the day of the event. The logs also included many high o2 concentration alarms. The logs did not contain any low gas supply alarms. All the high o2 concentration alarms were generated after alarms that indicated a large leakage, and their occurrences are attributed to this leakage. There are 3 sporadic low o2 concentrations alarms within 16 minutes. The alarms indicate a lower o2 concentration than set which implies anywhere between 6% less than the set o2 concentration and no o2 gas at all. A stop of o2 gas supply during ventilation will normally be detected by a low o2 concentration alarm followed by the low gas supply pressure alarm. The cause of the low o2 concentration alarms cannot be determined or explained with certainty but, could have been caused by momentary stops in the o2 gas supply to which the ventilator didn't succeed to alarm for due to residue o2 gas in the tubing before the o2 gas supply was restored. There are no indications that there was a ventilator malfunction at this time.

Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed.